Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and bladder injury ("bladder damage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the perforation, bladder injury and pelvic pain outcome was unknown. The reporter considered bladder injury, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.